Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread. All med watch submissions related to this report are: 3003639970-2017-00147; 3003639970-2017-00148.

Manufacturer narrative:
Samples received: none. Analysis and results: there are two previous complaints of the same batch. Manufactured and distributed in the market (B)(4) units of this batch. There are no units in stock. Without any closed sample we cannot carry out an analysis in order to make a decision. However, taking into account that there is one previous complaint where the results did not fulfill requirements we consider that the complaint is justified. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled b.braun surgical requirements. Actions on distributed product of this reference/batch: recall of the batch from the market. Corrective/preventive actions: we opened a CAPA in order to avoid this kind of incidents in the future: (B)(4).